Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with several infusion sets. One infusion set was bent when removed and two were associated with high blood glucose levels. Blood glucose level was 400 mg/dl. Customer declined troubleshooting for their high blood glucose. The pump will not be returned for analysis. No product is expected to return for analysis.